Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a visual inspection of the pump revealed that the battery compartment was cracked in two places. The battery cap was observed to be cracked and had stripped threads; the cap was unable to be removed or be tightened properly to the pump. The battery cap height was not able to be measured due to the damage. The battery cap width was found to be within specification. Unrelated to the complaint, investigation revealed that the display was discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery cap was not able to be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.